Event description:
The customer stated that the insulin pump alarmed, then shut down. The customer changed the battery multiple times. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a broken component on the interface board. Unable to confirm any alarms due to the blank display.